Event description:
It was reported that on 07 february 2023, a 30-25mm amplatzer talisman pfo occluder was selected for implantation using a 9f (amplatzer talisman delivery sheath the inner diameter was 3,00mm. During the procedure, as the device position seemed to be suboptimal (device seemed to be partially enfolded in the pfo-tunnel) after the first attempt of enfolding and implanting the occluder, the physician didn´t detach the occluder and decided to recapture the device back into the sheath. During the recapture-maneuver (pulling the occluder back into the delivery system) the physician felt an unusual resistance (" to pull back the occluder I needed to use more force as usual"). After the device was recaptured and completely pulled back out of the patient, a piece of heart tissue was stucking between the discs of the occluder. It was reported that the procedure was performed under fluoroscopy only. There was no angulation or kink noticed in the delivery system. The device was replaced for another amplatzer talisman pfo occluder 30-25mm which was successfully implanted. The patient was reported to have been discharged in stable condition. No additional information was provided.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was selected for implantation using a 9f amplatzer trevisio intravascular delivery system. The inner diameter was 3,00mm. During the procedure, the device appeared to be partially enfolded in the pfo-tunnel after the first deployment attempt. No deformation of the device was noted. It is suspected that there was interaction with cardiac structures, however this remains reported as unknown. It was reported that the procedure was performed under fluoroscopy only. Therefore, the device was recaptured. During the recapture-maneuver, the physician felt an unusual resistance; "to pull back the occluder I needed to use more force as usual". After the device was recaptured and completely pulled back out of the patient, a piece of heart tissue was sticking between the discs of the occluder. There was no angulation or kink noticed in the delivery system. The device was replaced for another amplatzer talisman pfo occluder 30-25mm which was successfully implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty, deformation and device incompatibility could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However, images from the field appeard to show piece of heart tissue was sticking between the discs of the occluder confirming that there was an interaction with cardiac structures which may have contributed to the reported event.